Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07094. It was reported the pt was feeling stimulation, but it was not effective. The pt also had discomfort at the ipg site, as the pocket site was sensitive. It was reported the pt may undergo surgery due to the discomfort.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.